Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided, so device evaluation could not be performed. Potential cause: root cause was unable to be determined. It is possible that the patient had hard bone, making the impaction of the plate so difficult that the plate bent and the cage fractured. DHR review: per DHR reviews, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during plate insertion, the cage and plate were damaged intra-operatively. A new cage and plate were used to complete the procedure without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00073.

Event description:
It was reported that during plate insertion, the cage and plate were damaged intra-operatively. A new cage and plate were used to complete the procedure without patient impacts. This is report one of two for this event.